Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that she spoke with the customer and he reported he was hospitalized in (B)(6) 2015 due to a blocked infusion set causing severe high blood glucose. Blood glucose value is unknown. Attempts to contact the customer were made to obtain hospitalization details but the customer could not be reached.